Event description:
Proxy biomedical was notified (B)(6) 2012 via email by the polyform distributor ((B)(6)) that they have received a complaint on the (B)(6) 2012 regarding a polyform product from a pt¿s legal rep. The complaint states that as a result of the polyform implant, a pt injury occurred. The date of implantation of the mesh was the (B)(6) 2010. The pt is identified as ¿(B)(6)¿; patient is female, her weight and height details are unk. The hospital where the implant procedure occurred is the (B)(6) hospital, USA. The physician¿s name is dr (B)(6). The polyform product part number and lot number are unk. No other info regarding the product or the pt is available at this time.

Manufacturer narrative:
Eval method code- device was not returned for eval. Conclusion- inconclusive, investigation on-going. The device is a synthetic device made from polypropylene. Injuries such as mesh erosion, infection, incontinence, adhesion, fistula formation and pain are documented risks associated with the polyform device reference design fmea and polyform product insert (instructions for use).